Event description:
Pt on home o2 3.5 lnc per concentrator. Home (mobile home) burned/destroyed by fire on approx 7/27/97. Pt hospitalized few days for smoke inhalation. Two days after being d/c'd for hosp stay w/ dx of copd, pneumonia, respirating arrest. Pt had hx of smoking, unknown if pt smoking at time of fire. Fire marshall stated cause of fire listed as undetermined. Origin of fire in same room as concentrator was. Concentrator not noted to be source of ignition. Pt reports (per hp) lying on couch w/o2 on, heard a low explosion then noted flames all around her and immediately moved outside the home. Was transported to local hosp.